Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after inspecting the door closing mechanisms, it was found that the left sidewall was not closing all the way where it meets the door close switch. There was damage to the door close switch as well due to the misaligned sidewall. The upper left sidewall was aligned so that it closed evenly. The door close switch was replaced and adjusted. The door open and close process was tested along with performing 3d spins in between three sets of door open and closing. There were no errors and the system opened and closed as it should with no failures. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry was not moving properly; the movements were going slowly when validating home. The door was physically closed but the system said it was open. There was no patient present when this issue was identified.